Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-8216-50 serial #: 648598 description: artisan surgical lead, 50cm model #: sc-4316, lot #: 18663596, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient underwent an explant procedure due to belly pain and an overall large amount of pain. The physician assessed that there wasn't anything going on beyond normal post-operative pain which was related to the procedure and not to the device.

Manufacturer narrative:
Additional information was received that following the explant procedure, the patient had trouble voiding his bladder after undergoing multiple surgeries. The physician confirmed that it was procedure related and not device related.

Event description:
A report was received that the patient underwent an explant procedure due to belly pain and an overall large amount of pain. The physician assessed that there wasn't anything going on beyond normal post-operative pain which was related to the procedure and not to the device.

Manufacturer narrative:
Additional information was received that immediately after the implant procedure; the patient was given morphine for the severe pain in the abdominal area but eventually refused it since it did not help with the pain. Sc-1132 (sn (B)(4)) the source of the complaint was not determined. Dc leakage and current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies. Sc-8216-0 (sn (B)(4)) visual inspection found no anomalies. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-4316 (ln 18663596) visual inspection found no anomalies. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient underwent an explant procedure due to belly pain and an overall large amount of pain. The physician assessed that there wasn't anything going on beyond normal post-operative pain which was related to the procedure and not to the device.